Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a capio standard suture capturing device and a suture (type and manufacturer unknown), the physician was attempting to implant an mpathy mesh (manufactured by mpathy medical) when the needle attached to the suture detached inside the patient. The physician was unable to visualize and locate the needle, which was reportedly left inside the patient. The procedure was completed with another suture (type and manufacturer unknown) and the same capio standard suture capturing device without any further complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation via user facility medwatch# (B)(4) that during a "vaginal repair - anterior posterior mesh suburethral sling" procedure using a capio open access suture capturing device, "the capio needle 'bullet' retained in patient ligament. The needle 'capture' portion of the capio device failed to retain needle."

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4) - the reported event of needle detachment.

Event description:
It was reported to boston scientific corporation via user facility medwatch# (B)(4) that during a "vaginal repair - anterior posterior mesh suburethral sling" procedure using a capio open access suture capturing device, "the capio needle 'bullet' retained in patient ligament. The needle 'capture' portion of the capio device failed to retain needle." The user facility medwatch indicates that the capio device is available for evaluation, follow-up attempts with the account to determine if the device can be returned to boston scientific have proved unsuccessful.

Manufacturer narrative:
The device has not been returned for analysis; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. However, a review of the manufacturing records for this lot was performed and no anomalies were found. Summary of updates made to this manufacturer report based on additional information contained in user facility medwatch# (B)(4): (B)(6). - catalog/model#: 831-125 (B)(4). - lot#: 13102094. - expiration date: 11/23/2012. - device manufactured date: 11/30/2009.